Event description:
During the procedure, the enterprise stent (enf452212/lot unk) was deployed in the hub of the select plus (mc) microcatheter (606s255x/15658505) while the placed at the ophthalmic artery, and after the event, both the mc and enterprise were removed as a unit. After the event, the same microcatheter was not used to complete the procedure, and a guidewire was not used to exchange the microcatheter and maintained target site. During insertion, the enterprise introducer was completely seated in the microcatheter hub, and the y connector was opened sufficiently to allow the passage of the coil delivery system/introducer. Additionally, during insertion, the touhy or y connector was closed to secure the coil delivery systems/introducers and prevent movement, and there was no possibility that the y connector was over tighten. No damages were noticed on any section of the delivery system that may have contributed to the event, and there were no issues during removal from the plastic hoop that might have contributed to the event. After the event, other than the reported event, were the devices damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc), and the stent will be returned for analysis. The target site was the (ica) internal carotid artery. The devices will be return for analyses.

Manufacturer narrative:
A non-sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire was received inside of introducer tube. Stent involved no was received. No damages were observed. Microcatheter involved was analyzed under (B)(4) functional analysis could not be performed due to the involved stent was not received. The delivery wire was inspected under vision system and a stretched condition was observed at 7 cm from distal tip in coil section. As no product lot number was provided, device history record review could not be performed. The reported failure of impeded could not be evaluated as the involved stent was not received. The cause exact of the stretched condition as well as the event experienced by the customer could not be conclusively determined; however procedural factors might have contributed with those issues. The device did not present any obvious indications of manufacturing defect or anomaly; therefore no corrective or preventive actions will be taken at this time. The product was received for analysis, but additional analysis will be conducted. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
During the procedure, the enterprise stent (enf452212/lot unk) was deployed in the hub of the select plus (mc) microcatheter (606s255x/15658505) while the placed at the ophthalmic artery, and after the event, both the mc and enterprise were removed as a unit. After the event, the same microcatheter was not used to complete the procedure, and a guidewire was not used to exchange the microcatheter and maintained target site. During insertion, the enterprise introducer was completely seated in the microcatheter hub, and the y connector was opened sufficiently to allow the passage of the coil delivery system/introducer. Additionally, during insertion, the tuohy or y connector was closed to secure the coil delivery systems/introducers and prevent movement, and there was no possibility that the y connector was over tighten. No damages were noticed on any section of the delivery system that may have contributed to the event, and there were no issues during removal from the plastic hoop that might have contributed to the event. After the event, other than the reported event, were the devices damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc), and the stent will be returned for analysis. The target site was the (ica) internal carotid artery. The devices will be return for analyses. The non-sterile select plus 150/5 cm and enterprise vrd and delivery were received coiled inside of a plastic bag. An enterprise stent was found blocking the ID of the hub. The body of the microcatheter was inspected and it was found compressed. The microcatheter was inspected under microscope and compressed sections were noted on it as well as an enterprise stent was observed inside of the hub. The delivery wire was received inside of introducer tube. Functional analysis could not be performed due to the involved stent was not received mounted on the delivery system. Delivery wire was inspected under vision system and a stretched condition was observed at 7 cm from distal tip in coil section. As no product lot number was provided, device history record review could not be performed. Stent involved no was received. The ID from the microcatheter was measured and was found within specification. The enterprise stent was removed from the hub of the microcatheter after that, the microcatheter was flushed using a lab sample syringe (nipro) and a 0.018¿ a guide wire cordis lab sample was introduce into the microcatheter and slightly friction was felt when the guide wire was pass through of the compressed sections found on the received device. After that the microcatheter was flushed again and an enterprise lab sample device was introduced into the received microcatheter and it can pass through of the received device. Slight friction was felt when the enterprise was pass through of the compressed section found on the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported events of the devices, enterprise and prowler select plus microcatheter, was confirmed since the stent was found on the hub. Additional testing and was due to the compressed area found on the distal body of the microcatheter. There was no discrepancy with the returned enterprise and a lab sample microcatheter. With review of the device history records and the analysis there is no indication of any manufacturing defect or anomaly contributing to the event as reported. The cause of the damages found on the microcatheter could not be determined; however, the device would have been advanced over a guidewire to the target site prior to insertion of the enterprise. Although a definitive conclusion cannot be made, based on the analysis and available information, it appears that procedural/clinical factors or device handling may have contributed to the event. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Sr 1-1082044737